Event description:
Patient reported rupture. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient later reported "peri -implant fluid collection" and "folding." Patient additionally reported "unspecified breast nodule"; this event is not device related. Device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken on the posterior side assessed as unidentified (tear). (Shell thickness was within specification). ¿ seroma-late : unable to observe since it is a medical event and is not related to the device. ¿ crease/folding of implant : crease fold observed. ¿ lump/nodule- ndr : not applicable as the event is not related to the device. Additional observations: ¿ crease fold observed on the device. ¿ brown particle observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture. Patient later reported "peri -implant fluid collection" and "folding." Patient additionally reported "unspecified breast nodule"; this event is not device related. Patient undergone capsulectomy. Device has been explanted and replaced.